Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s screen assembly separated while in the patient¿s hand, rendering the display unusable and the pump inoperable; the device component involved was the display and the problem was a failure of bonding between parts. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user¿s caregiver and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with loss or failure to bond at the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was component failure.